Event description:
During preparation for a pacemaker insertion, the needle broke at the hub inside the subcutaneous tissue on the left upper chest area. Fluoroscopy had to be used to locate the needle, surgeon was able to incorporate an incision into the pacemaker pocket incision, and removed the broken piece with forceps. The procedure was then completed without any other impact to the patient or complications.